Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is not able to charge and had not charged his ipg in over a yr, and had not used his system, as well. A replacement charger was tried, and would not communicate with the ipg. F/u identified the physician was planning on surgical intervention to replace the ipg.